Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope displayed no image during preparation for an unspecified procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
E1: (B)(6) hospital. The device has been returned to olympus for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that there was no image/blacked out image due to breakage of image sensor unit or video connector. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to breakage of the image sensor unit or video connector. Olympus will continue to monitor field performance for this device.